Event description:
It was reported that bd vacutainer® no additive (z) tubes had foreign matter. This occurred on 6 separate occasions. No serious injury or medical intervention was reported. Verbatim: material no. 366703, batch no. 8249996. It was reported debris were found in tubes. Customer reports complaint of 366703 with red debris found in 6 tubes. Customer confirms they have defective product available for return.

Manufacturer narrative:
Correction: b.5. Describe event or problem: it was reported that bd vacutainer® no additive (z) tubes had foreign matter. This occurred on 6 separate occasions. No serious injury or medical intervention was reported. Verbatim: material no. 366703, batch no. 8249996 it was reported debris were found in tubes. -customer reports complaint of 366703 with red debris found in 6 tubes. Customer confirms they have defective product available for return. H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for coring with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for coring with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Initial reporter email address: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® no additive (z) tubes had foreign matter. This occurred on 6 separate occasions. No serious injury or medical intervention was reported. Verbatim: "material no. 366703, batch no. 8249996. It was reported debris were found in tubes. Customer reports complaint of 366703 with red debris found in 6 tubes. Customer confirms they have defective product available for return. "Please advise the center if the defective supply must be returned for further investigation and please forward an investigation report when possible. (B)(6)."